Event description:
Customer reports being unable to test her blood glucose while having high blood glucose symptoms due to a device error on the compact plus system. The device error indicated the test drum was empty (customer was unaware what the error meant). Customer was taken to the hospital where she tested 560 mg/dl on professional device. Customer was treated with insulin and released 4 hours later; high blood glucose symptoms improved. Requested return of suspect device, and replacement was sent.